Event description:
It was reported when removing the absolute pro self-expanding delivery system from the packaging it was noted that the some of the stent had partially been released; however, was not flowered. Another unspecified device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling while unpackaging the device/removal from the tray resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/deploy the stent; however this cannot be confirmed, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.